Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had been meaning to contact their rep because they had groups a, b, and c, but when they use group a on their right side, the stimulation felt really low , and in group b on the left side of the body, they cannot lay flat as the stimulation is almost painful despite being turned down low. Patient mentioned they made therapy adjustments, but needed to be seen for reprogramming. Patient stated this issue began several months ago. Patient commented how they have scoliosis, but they are not overweight, and whenever they lay flat and using b1, they cannot tolerate it. Patient mentioned the stimulation is almost at 0, and they do not use stim when sleeping. Patient asked who rep is. Agent reviewed rep and redirected patient to healthcare provider. Pt called back stating that they had called a week ago because they needed a rep to come out and turn the stimulation down since the stimulation was too strong. Pt stated that this had been happening since they got the device two years ago. Pt stated that they couldn't lay flat or even sit up in certain positions since the stimulation was too strong. Pt stated that they tried groups a, b and c, however the stimulation was still too strong even with the stimulation intensity set to 0. Pt stated that someone was supposed to find them a rep and get the rep in touch with them, however they hadn't heard from anyone. Pt was becoming upset and wanted rep's contact information. Pt stated that they didn't even know if hcp was still in business anymore. Pt stated at the end of the call that they would call hcp's office as well.